Event description:
It was reported that the patient noticed a bulge in his scrotum after the inflatable penile prosthesis (ipp) implant surgery. A revision surgery was performed and it was noticed that the left cylinder was not placed into corpora and as a result it migrated into the scrotum. The left cylinder was removed and replaced in the correct area. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.